Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification identified a circumferential fracture in the glass fiber tip distal to the bevel edge, the potential for forward firing exist. The fiber was functionally tested with the helium-neon (hene) leaser fixture. The testing conducted confirmed the aim beam was present both in the output window and the distal tip of the device. Based on the observed circumferential fracture at the distal side the reported event is confirmed and a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization procedure, the fiber forward fired after 102,690 joules with 20 minutes of use. The fiber tip did not require cleaning and therefore was not cleaned. The physician ensured that the distance from the fiber to the tissue was 1-3mm. The irrigation solution was set up per IFU instructions and the solution positioned at least 106cm higher than the level of the endoscope. The flow valve opened and fluid observed to be coming out of the metal cap window. There were no courtesy messages displayed on the console upon the observed forward firing. A second fiber was chosen to complete the procedure without patient complications.

Event description:
It was reported that during a photoselective vaporization procedure, the fiber forward fired after 102,690 joules with 20 minutes of use. The fiber tip did not require cleaning and therefore was not cleaned. The physician ensured that the distance from the fiber to the tissue was 1-3mm. The irrigation solution was set up per IFU instructions and the solution positioned at least 106cm higher than the level of the endoscope. The flow valve opened and fluid observed to be coming out of the metal cap window. There were no courtesy messages displayed on the console upon the observed forward firing. A second fiber was chosen to complete the procedure without patient complications.